Manufacturer narrative:
The reported event of over-sensing was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that patient developed heart failure and low ejection fraction from right ventricular (rv) pacing. It was also noted that patient's right ventricular (rv) lead exhibited noise oversensing. The pacemaker and rv lead was explanted and replaced. Ther were no patient consequences.